Event description:
Ous MDR - the synsiro drug eluting stent system could not pass the severely calcified lesion in the rca.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned synsiro revealed that the stent is deformed at its proximal end. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the stent was initially crimped on the balloon. The stent is crimped at its appropriate position. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.